Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external drainage tube was placed in the ventricle puncture, a crack was found in the catheter at 13cm. The catheter was replaced and a new one was used for the patient for extraventricular drainage. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Analysis found that 35 cm of the edm ventricular catheter was returned. Proteinaceous debris was observed within the interior and exterior of the catheter. Between the 13 and 14 mark on the catheter cuts were observed. The catheter did not meet the requirements of the leak test due to the cuts observed. It is not known how, or when this damage occurred. The IFU cautions in the ¿warnings and precautions¿ section that, ¿improper use of instruments in handling or implanting edm catheter products may result in the cutting, slitting, breakage or crushing of components.¿ no other unusual characteristics were noted. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no external/environmental factors that may have led to the issue were identified.